Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) the g5 unit would turn off despite being connected to a power source. The battery would die even though it was connected to power and after swapping the power cords. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) the g5 unit would turn off despite being connected to a power source. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) the g5 unit would turn off despite being connected to a power source. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) the g5 unit would turn off despite being connected to a power source. The battery would die even though it was connected to power and after swapping the power cords. No patient harm was reported. Investigation summary: the complaint device was received. The unit was evaluated and the complaint could not be duplicated. The device worked as expected without any issues during evaluation. Root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/08/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 01/14/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 01/20/2026 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.